Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The loaner system 6 sagittal saw was returned to stryker instruments, and during evaluation, metal shavings were found on the center locking post. There was no patient involvement and no adverse consequences reported with the device.

Event description:
The loaner system 6 sagittal saw was returned to stryker instruments, and during evaluation, metal shavings were found on the center locking post. There was no patient involvement and no adverse consequences reported with the device.

Manufacturer narrative:
The reported event was duplicated; it was confirmed that the blade mount had metal burrs. A damaged blade mount can result in loose metal pieces such as burrs or shavings, and was the likely cause of the event.